Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during the procedure of thoracoscopic resection of the left lobe, a device used. The reporter stated that after the device is closed, it cannot be opened. The patient is alive and has no injury.